Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. Therefore, it is not considered to be a problem in product specifications. The osferion bone void filler package insert states in the following section: warning and precaution: 2. Usage precautions for certain types of patients. Care is required when using osferion with the following types of patients. Decisions on whether to use osferion or not should be made by the physician taking in account the benefits and risks. Patients for whom osferion may not be suitable include but are not limited to the following. ?e patients with allergies. Adverse events: fever, pain, local sensation, red flare, inflammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent invasive fixation with an anchor of other company and this product (bone void filler) for fracture of greater tubercle of humerus. A value used to detect allergic reaction was found to be high.